Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a right ventricular (rv) lead extraction this right atrial (ra) lead was cut. As a result, the lead was surgically abandoned and successfully replaced on april 17, 2026. No additional adverse patient effects were reported.